Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 5 months (5.67 months) due to endocarditis from candida sp. The device was replaced by the same model, smaller size device. There was no indication as to the source of the infection

Event description:
A nurse reported the intraocular lens would not unfold properly after insertion into the patient's eye. The doctor enlarged the surgical incision, removed the implanted lens and inserted another lens without complication. The nurse stated the doctor sutures all of his patients as part of his normal surgery and he does not consider this event to be an injury or adverse event.

Manufacturer narrative:
The lens has not yet been received for analysis. Prior to release to the market the iol met all manufacturing specifications. Additional information will be submitted following analysis of the iol if received.

Manufacturer narrative:
The returned iol was received and inspected under 10x magnification. One distorted haptic was observed. Our investigation identified no product deficiency, suggesting that this event was not caused by the manufacturing process. All available information is contained in this report.